Manufacturer narrative:
Correction: section a2: added patient's age, which is 77 years old.

Manufacturer narrative:
Correction- section h11: the additional narrative/data should have been a "corrected data".

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the right atrial (ra) lead exhibited high capture threshold measurements. X-ray was performed and revealed a dislodgement of the rv lead. No intervention was performed. The patient was in stable condition.